Event description:
The biomedical engineer (bme) reported that the central nurse's station's (cns) screens went black and restarted but would not load the cns application and would not boot. This happened several times. They disconnected and reconnected the tower, and it booted up with an hdd 1 error. They swapped out the drive, and the issue followed. The customer later replaced the hdd with a new one, and the error went away, and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station's (cns) screens went black and restarted but would not load the cns application and would not boot. This happened several times. They disconnected and reconnected the tower, and it booted up with an hdd 1 error. They swapped out the drive, and the issue followed. The customer later replaced the hdd with a new one, and the error went away, and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 07/08/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/21/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 07/08/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/21/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the display screens for the central nurse's station's (cns) went black, then the cns went into a boot loop and would not fully load the cns application. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screens for the central nurse's station's (cns) went black, then the cns went into a boot loop and would not fully load the cns application. They disconnected and reconnected the cns tower, and it booted up with an hdd 1 error. They swapped out the drive, and the issue followed. The customer later replaced the hdd with a new one, and the error went away, resolving the issue. No patient harm was reported. Investigation summary: the customer swapped out the hard drive and indicated that the issue followed the hard drive. The customer was going to order a new hard drive to resolve the issue. Based on the available information, the most probable cause of the issue is hdd failure. Hdd failure may be caused by power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance. Per hha-20-001, in order for the hard disk drive to cause adverse health consequences, an improbable sequence of user error and other events would all need to occur: 1) user declined to permit installation of software patch; 2) user fails to respond to warning alerts that one of two hard drives has failed; 3) user failed to perform periodic testing and maintenance of hard drive; 4) a critically ill patient sustains sudden deterioration simultaneously as the occurrence of a failure of the second (redundant) hard drive; 5) caregivers are unaware of triggering of alarms on bedside monitors or have delayed awareness. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 - b7 d10 attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but they did not provide the additional device or patient information as requested. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.